Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the 1st right posterolateral vessel. Approximately 23 months post index procedure the patient suffered rectal bleeding. This was treated with surgical removal of a polyp. The patient recovered. The investigator assessed that the event is not related to the study device.